Event description:
It was initially reported by the physician that the patient was having some shocking sensation at the generator site with stimulation. X-rays were taken and sent to MFR for review. Physician also stated that diagnostics results showed high lead impedance at one point and ok results during the other time. There was an intermittent high impedance reading. X-ray was reviewed by the MFR and no anomalies were identified in the visualized portion of the pt's vns device which could have contributed to the intermittent high lead impedance or painful stimulation although the presence of an unpronounced lead discontinuity or inadequate insertion of the connector pin cannot be ruled out. Good faith attempts to obtain add'l info has been unsuccessful till date.

Manufacturer narrative:
MFR reviewed x-rays of implanted device. X-rays reviewed by the MFR, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.